Event description:
It was reported that the tip of the transesophageal x8-2t transducer was separating. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer initiated the transducer replacement process to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.